Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following:"warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause balloon to burst. Valve type: use luer slip tip syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloon broke while the patient was trying to irrigate it. Pieces of the balloon were missing. A cystoscopy was performed to remove the balloon fragments.